Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I free t4 result for a patient sample. The following results were provided (customer¿s reference range 9-19 pmol/l): (B)(6) 2024 sample ID (B)(6) initial result = 7.31 pmol/l, repeat = 9.05 pmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely decreased alinity I free t4 result for a patient sample. The following results were provided (customer¿s reference range 9-19 pmol/l):(B)(6)2024 sample ID (B)(6)initial result = 7.31 pmol/l, repeat = 9.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information: section h4 - device mfg date updated from blank to 9/1/2021, section d10 - concomitant product added: pump, bulk solution transfer,(B)(6), unkno the customer inspected the module and observed black debris in the trigger reservoir. The field service representative (fsr) replaced the bulk solution transfer pump, which resolved the issue. No additional discrepant results have been reported since the part was replaced, and service activity completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the bulk solution transfer pump, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the bulk solution transfer pump was identified.